Event description:
A distributor reported an issue involving a cartridge change error with a pump, which did not have an associated alarm number. The error was related to the engagement of the cartridge during loading. There was no reported impact on the customer¿s blood glucose level. The technical support team guided the caller through inspecting the pump and cleaning it, but the issue persisted. The pump was within warranty, and the customer was informed of the need for a replacement. The customer declined to share information about the backup therapy they would use in the interim.